Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity rx drug eluting stent was been used to treat a moderately tortuous and severely calcified lesion located in the distal right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformation occurred in vivo during positioning/advancement. The physician informed that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the device was returned with stylette attached. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 10th stent wraps with struts raised and bunched, causing misaligned struts. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.